Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No formal investigation of the ventilator was requested. This assessment is based on the provided problem description, ventilator logs, and additional information from the healthcare facility. Provided ventilator logs were reviewed. The event log analysis showed that on the reported event date, multiple alarms indicated that the ventilator was self-triggering (autocycling) such as and "respiratory rate high¿, paw high and "expiratory minute volume high¿. Test log review noted that successful pre-use checks were performed both before and after the event, confirming that the ventilator was functioning within operational parameters. Technical log review noted that no technical error codes were recorded that would indicate a ventilator malfunction during the reported event. In conclusion, the investigation found no evidence of a ventilator malfunction during the ventilation period. However, the recorded alarms suggest that ventilation may have been compromised due to a leakage in the patient circuit. A circuit leak can cause a drop in pressure, leading the ventilator to falsely detect a patient-initiated breath. This misinterpretation can result in self-triggering (autocycling), where the ventilator delivers unintended breaths, increasing the respiratory rate beyond the set value. Given these findings, while the ventilator itself was functioning as intended, the presence of a circuit leak likely contributed to an insufficient ventilation state.

Event description:
Manufacturer's ref #: (B)(4).